Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that involving a (B)(6) years old man, (B)(6) kg. The balloon was inflated with a mix water - nacl 0.9 sodium. There was insertion of the catheter, but a leak occurred. The nurse reflated the balloon with 17 ml (7ml of nacl) and the leak stopped. There was no consequence for the patient. Additional information: what the customer can say is that as far as she knows she does not think it is a leak from the balloon. She also acknowledged that the balloon was inflated with the wrong liquid. On that point she is surprised that the balloon was inflated with nacl. In her opinion it would be strange that it was inflated with nacl because that is not what is recommended in the IFU and in the practice of the hospital. So, she has a clear doubt that the balloon was inflated with nacl. But also, she stated that after inflation of the balloon there was no more leak. So, she does not think it is a leak from the balloon. She does not know for how long the catheter had been inserted or how frequent was the inflation was checked.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspections. There was no complaint device returned for investigation. Therefore, no physical assessment could be conducted. Catheter leak could be due to several reasons. However, in the absence of the returned sample, further investigation could not be conducted, and the actual root cause of this phenomenon could not be determined. Therefore, this complaint could not be confirmed.

Event description:
It was reported that involving a 65 years old man, 67 kg. The balloon was inflated with a mix water - nacl 0.9 sodium. There was insertion of the catheter, but a leak occurred. The nurse reflated the balloon with 17 ml (7ml of nacl) and the leak stopped. There was no consequence for the patient. What the customer can say is that as far as she knows she does not think it is a leak from the balloon. She also acknowledged that the balloon was inflated with the wrong liquid. On that point she is surprised that the balloon was inflated with nacl. In her opinion it would be strange that it was inflated with nacl because that is not what is recommended in the IFU and in the practice of the hospital. So, she has a clear doubt that the balloon was inflated with nacl. But also, she stated that after inflation of the balloon there was no more leak. So, she does not think it is a leak from the balloon. She does not know for how long the catheter had been inserted or how frequent was the inflation was checked.